Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation was based on user facility information and a retention sample evaluation from the reported product code/lot number combination. Visual inspection found no anomalies along the total length of the shaft. The outer surface was inspected under magnification, no anomalies were noted. The lumen at the hub and distal end, as well as the braided wire were inspected under magnification. No anomalies were revealed. Dimensional and functional testing conducted confirmed the sample to meet manufacturing specifications. A review of the device history and shipping inspection records of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The retention sample was found to be normal product. An exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported catheter breakage during a procedure. Follow up communications with the user facility confirmed the following information: the doctor had an 8 inch or so chunk of nta (non-taper angle) break off in the patient; the doctor had to snare the broken catheter;procedure was completed successfully; and the patient was reported as doing okay.